Event description:
On (B)(6) 2013, (B)(4) distributor (B)(6) reported disposable finger traps with "dust" or particulate in the sealed pouches. The condition was found during inspection. There was no pt involvement.

Manufacturer narrative:
Particulate contained in packaging is not likely to cause injury, however product sample associated with the complaint has been returned to MFR, phase ii medical mfg for analysis. A follow-up MDR will be submitted subsequent to evaluation of analysis results.